Event description:
Cardinal health service department reported device came in for service and visual exam found dry residue on the occluders. Verified that the residue was not hindering the movement of the mechanism assembly. An investigation for this failure mode had been done and carinal health has determined a report of residue on occluders is a potential malfunction. If occluders were to stick, rate inaccuracies could occur. Customer notified of residue on occluders. Reported no patient events of rate inaccuracies for the history of the device.